Event description:
It was reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the right communications circuit board and a power supply. The system operates as intended.